Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the trial procedure there was leakage of cerebrospinal fluid and a blood patch was administered. There have been no reports of further complications regarding this event. The patient has recovered and has completed the trial with successful pain relief.